Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and issues with their keypad. The customer is calling from the intensive care unit. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was 100mg/dl. The customer states they went high when their prior pump stopped working and were advised to visit the emergency room by their healthcare provider. The customer declined to troubleshoot for the highs. The incident was document and no further assistance was provided at this time.